Event description:
The customer reported via phone call that the lettering on all of the buttons worn off on the insulin pump. Customer's wife thinks that it just the customer using the pump too much that caused the damage. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with torn keypad overlay, cracked case at the display window corner and cracked reservoir tube lip. The insulin pump communicated properly with contour next link blood glucose meter.